Event description:
Customer reported to customer service that her areolas are swollen after pumping. Clinical assessment found the customer developed mastitis.

Manufacturer narrative:
The customer was provided with info to see a lactation consultant and advised to try a smaller size shield. In f/u with the customer, she advised that she had some bruising associated with the breast shields, and that she was awaiting a call back from the lactation consultant to get fitted for breast shields. A medela clinician spoke to the customer on (B)(6) 2012, at which time the customer advised she had developed mastitis and was being treated with antibiotic prescribed by her physician and she has recovered. The customer also stated she purchased the 27 mm shields which are working well for her. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Refer to (B)(4) for the investigation related to mastitis complaints. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.